Event description:
It was reported that the communicator was caught on fire. The patient noticed the fire at the back of the communicator that had been unplugged. A boston scientific company representative verified that the fire was at the back of the communicator and not on any wall outlet. The patient advocate checked the back of the communicator and did not noticed any marks related to the potential fire of the communicator. The company representative advised the patient to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, indicates that the allegation against the communicator was not confirmed. This communicator was thoroughly inspected and analyzed. The communicator passed baseline checks and interrogation. The functionality was observed and there were no errors recorded. There was no physical damage observed on the communicator, power adapter or phone cord. There was no evidence of a fire damage at the back of the product.

Event description:
It was reported that the communicator was caught on fire. The patient noticed the fire at the back of the communicator that had been unplugged. A boston scientific company representative verified that the fire was at the back of the communicator and not on any wall outlet. The patient advocate checked the back of the communicator and did not noticed any marks related to the potential fire of the communicator. The company representative advised the patient to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.